Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as red bumps with itching. There was no alleged device malfunction contributing to the irritation. The patient¿s neighbor, who is a nurse, applied an unknown cream to the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.